Event description:
It was reported that when using the bd pyxis¿ medstation¿ es timeout was detected by the underlying data source, data sync service had been stopped for more than 5 minutes. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the timeout was detected by the underlying data source. A technical support specialist received an alarm indicating that the database synchronization service might not be running, connected to the station and confirmed that the database synchronization service was not running, started the database synchronization service via the command shell and verified that was successfully initiated on the station, confirmed that the station resumed uploading data. The system functioned as intended after the technical support specialist troubleshot the device.